Event description:
The patient's mother reports a 2240 alarm during the initial drain of automated peritoneal dialysis with the homechoice machine. It was revealed that the patient line of the homechoice set was not connected well to the transfer set. The treatment is discontinued and restarted with new supplies. There was no patient injury or medical intervention reported by the patient or patient's mother.